Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (363-398 mg/dl). The cartridge, infusion set tubing and site were changed. The bg did not decrease. The cause of the high bg was not known and was thought to possibly be related to the infusion set site. The customer was to changed out the site after more supplies were obtained. While remaining on the pump, insulin injections were administered to address the bg level. The customer over-corrected and the bg level dropped to 50 mg/dl. A glucose tablet was consumed to address the low bg. The customer's bg rose to 80 mg/dl